Event description:
Customer reportedly obtained results of 267mg/dl and 567mg/dl on the same device within 10 minutes. No action was taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.